Event description:
The male pt received a 3.0x23mm cypher select plus in the proximal circumflex along with 2.5 x 23mm and 2.25 x 28mm cypher select plus stents in the obtuse marginal. Post procedure, the pt had elevated cardiac enzymes. The notification received for the study indicated that approximately five months after index procedure, the pt experienced a positive stress test. The pt was hospitalized in order to perform a coronarography, which showed restenosis in the two cypher stents located in the obtuse marginal.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR. Report # 9616099-2008-01846. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.